Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has over temp alarm. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated that pressures were slow to change while calibrating the pressure and vacuum. Changed filters muffler,1/8 npt, muffler <100 micron and compressor due to the issue. Changed li ion batteries due to age. Replaced safety disk due to cycles. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.